Event description:
It has been reported the charging port on the patient's omnipod 5 personal diabetes manager (pdm) is burnt. According to the patient the charging cable supplied with the pdm shorts out when in use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the patient experienced a thermal event. We cannot confirm or determine the cause of the alleged thermal event. Lot release review could not be completed as no lot number or an invalid lot number was provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.